Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the bending section cover was missing. There were no reports of patient involvement.

Manufacturer narrative:
New information added on fields: h3 and h6. Correction: d8. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the third party removed the bending section cover to check damage of the device. However, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): 1. IFU (operation manual) instructs to perform inspection prior to use and warns against use of device with irregularity as follows: chapter 3 preparation and inspection:3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.